Event description:
The customer stated three pt results generated on the architect c8000 creatinine assay were reported and questioned by a consultant. Upon request of the consultant, the samples were retested and generated lower results. This report is for sample # 3 of 3. The initial result for sample #3 was 143 umol/l and repeated at 100 umol/l. A corrected report was issued and there was no impact to pt management reported. The customer believes they might have calibrated on the end of one wedge of the reagent lot and then the results were different when the system changed to the new wedge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.